Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator door could not be opened, and the system indicated a failed storage space. A technician attempted to recover the storage space twice; however, the system froze during the attempts. The pyxis unit was reset, but the issue persisted after the reset. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn 15941939 was performed from the date of manufacture, 19-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed. A field service engineer found that the smart remote manager was not unlocking. The micro switches were replaced with no change, and the latch and cable were then replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.